Event description:
Received a microport conserve biofoam cup (ref 38bf4652, lot 14824631871580, manufactured 2013-04-30) in my right hip on (B)(6) 2017. This device was recalled by health canada and FDA in 2016 but remained in hospital inventory and was implanted 11 months after the recall. I also have a second microport implant in my left hip 38ha4652 which is being reported separately. I have developed serious health problems including: · cobalt and chromium toxicity, bilateral foot drop, neuropathy, muscle twitching, cardiac symptoms, fatigue, memory loss, brain fog my blood tests show elevated cobalt and chromium levels: cobalt blood: 27 nmol/l (normal 0-20); chromium serum: 36 nmol/l (normal 0.0-10.0); cobalt urine: 175 nmol/l (very high). I am scheduled for bilateral revision surgery on (B)(6) 2026, in colorado to remove both devices.